Event description:
Adverse event(s): "hyperopic and farsighted" (postoperative refraction, unexpected). Product problem(s): "iol is ok" (no known device problem [iol (intraocular lens) implant]). A surgeon reported a pt who was still hyperopic and farsighted approximately three months following intraocular lens (iol) implant surgery. Medical records were received and indicated that the iol is "ok" and well-centered. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).